Event description:
The manufacturer received information alleging a ventilator was alarming for a "ventilator inoperative" alarm condition. The patient became cyanotic and required medical intervention. There was no permanent harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "ventilator inoperative" alarm condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The root cause was determined to be related to the devices software. The device was scrapped.